Manufacturer narrative:
Device product code ¿xxx¿ used as the code applicable to ¿intervertebral fusion device with integrated fixation, lumbar¿ was not available for selection. The actual device code is ¿ovd.¿ (B)(4). A revision procedure was scheduled for (B)(6) 2016. It is unknown at this time if that procedure was conducted as scheduled and if the screw was removed. It is unknown if the complainant part will be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a synfix cranial screw (left) completely backed out of its housing on an unknown date. The construct was originally implanted during a surgical procedure on (B)(6) 2016. Due to the post-operative back out, and the fact that the screw has rough cutting edges, the surgeon scheduled a revision procedure for (B)(6) 2016. It is unknown at this time if the procedure was conducted as planned. Concomitant devices reported: synfix cage (part 08.802.004s, lot unknown, quantity: 1). This report is 1 of 1 for (B)(4).